Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a prime (loss of prime) issue. The reporter alleged that there were loss of prime issues with the pump. An attempt to contact the patient has been made. There was no further information available regarding the complaint available at this time; if further information is provided a supplemental report will be submitted. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
Follow-up #1 date of submission 05/05/2015-correction to brand name, model #, and PMA/510(k) #.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. The pump model number (d4) is unknown at this time.

Manufacturer narrative:
Follow-up #2 date of submission 06/20/2016. Device evaluation: the pump was returned and evaluated by product analysis on 06/02/2016 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. A review of the pump black box data revealed that information from the event date had been overwritten due to continued use. No evidence of the loss of prime complaint was observed in the available black box data. During testing, the pump was exercised for 24 hours and the rewind, load, and prime steps were completed successfully with no duplicated loss of prime warnings. The force sensor calibration measured within specifications. The complaint was not duplicated. Unrelated to the complaint, the battery compartment was observed to be cracked, and the display screen appeared dim and discolored.